Manufacturer narrative:
(B)(4) the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported: "capped on (B)(6) 2016 physician attempted to place rv lead in pt with difficult anatomy. Pt became hypotensive and tachycardia then hr dropped and pt was externally paced. Physician ordered stat echocardiogram and pt was found to have perforation and cardiac tamponade. Perforation occurred during case. Pericardiocentesis completed in or during procedure. Pt was transferred to other facility with rv lead in pt, but not connected to device. Lead was capped." The implant date was reported as (B)(6) 2012, however it is believed it should have been reported as (B)(6) 2016. This is unconfirmed.